Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an unknown procedure, the set meniscus mender ii disposable broke between the head and the shaft when it was removed from the package. There was a delay of 5 minutes. It is unknown how the procedure was completed. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that one meniscal loop had detached from the shaft. The loop was returned in a small bag. The other meniscal suture loop had detached from the handle. This is usually caused by removing the device from the packaging by lifting on the device shaft instead of pushing out the handle. There was some debris in the device packaging. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the risk management files found that the failure mode was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was confirmed and the root cause was associated with device design.